Event description:
Boston scientific received information that the patient presented to the emergency room with a history of syncope and dizziness. Upon evaluation it was noted that the right ventricular (rv) lead exhibited oversensing and loss of capture with pacing inhibition leading to greater than two seconds of asystole. An x-ray did not show any signs of dislodgement. During the lead revision procedure no signs of a connection or device issue were seen. The rv lead was surgically abandoned and a new lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.